Event description:
Allegedly screw broke in the middle of the screw shaft during implantation. Doctor was driving the screw into the proximal phalanx when it sheared off leaving the broken portion in the patient's toe. Additional measures were taken and broken portion of screw was removed. No implant was used in that toe.

Manufacturer narrative:
Investigation not complete. Product has been returned. Trends will be evaluated. The event device code is addressed in the package insert. This report will be updated when the investigation is complete.